Manufacturer narrative:
Analysis confirmed the customer comment that the cursor and the stylus tip did not align and the connection between the overlay and the xy board was reseated and the stylus calibrated. The hard drive was reconfigured and the software reloaded and updated, and the programmer passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus tip and screen cursor were unable to align. At times the tip was more than 5 or 6 inches away from the cursor and the "end session" was unable to be selected because they were so far off. The programmer has been returned for service. No patient complications have been reported as a result of this event.